Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision procedure as fluid loss was suspected; however, during surgery, fluid loss was not confirmed. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.